Event description:
I suffered from chronic respiratory issues including a bout of pneumonia. At the time, I didn't connect it to the CPAP because I had not read the complete list of potential side effects. Since then, I have chronic irritation of the nose which will birth sores. I was recently informed by my doctor that I appear to have an issue with liver. I didn't connect it to the CPAP until I researched the carcinogenic risk to kidney/liver. I am scheduled for more testing soon. The test showed abnormal readings for ast and alt. FDA safety report ID# (B)(4).